Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 had failed to close. A field service engineer found that the magnet was missing from the rear of the device's latch insep, and the issue was resolved by the insep replacement. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system's main drawer 3 had failed to close. The customer stated that this malfunction occurred while issuing medication to the patient and confirmed no delay or patient harm. There were no adverse events or injuries reported based on this event.